Event description:
A low readings issue was reported with the Abbott Diabetes Care (ADC) device. The customer received an unspecified low reading obtained on the ADC device compared to an unspecified reading obtained on a healthcare professional (HCP) meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dL per minute). The customer experienced shaking, sweating, and disorientation, but was able to self-treat with Lucozade, a chocolate bar, and glucogel as treatment. There was no report of death or permanent impairment associated with this event.Reportedly, an ADC Device scan of 7.90 mmol/L was compared to a reading of 27.90 mmol/L obtained on a healthcare professional (HCP). When plotted on a Parkes Error Grid, fall into the C Zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. It is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.